Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit received with blank display after battery insertion. Unable to perform sleep current measurement, active current measurement, and selftest due to blank display. Successfully downloaded history files and traces using thus. No low battery alerts on the event date or seven days prior to the event date. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked keypad overlay button (select), cracked battery tube area, cracked battery tube threads, stained serial number label, detached battery contact, and scratched case. Blank display due to shifted battery tube assembly. Damage to the battery area was confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage on the pump and had a crack on the back side of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The insulin pump had a big crack and the battery failed and the insulin pump was turned off. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1781k was requested and the customer response was the device will be returned.